Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable clamp tubing" alarm. Air bubbles noted in tubing just outside pump. Per reporter the residual volume was 11. No adverse patient effects were reported. Per reporter no additional information is available at this time.